Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. As no samples have been received and no units are available for investigation., review of the batch manufacturing record was completed and this product had a normal process and the results during the process fulfill the OEM requirements. Needle attachment results conducted on samples before releasing the product fulfilled OEM requirements. Final conclusion: without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: no device available for evaluation.

Event description:
Country of complaint: (B)(6). The thread could not be taken off the needle during a proposal on the product with the sample.